Event description:
The customer reported that the rad-97 unit will power on, but will lose power quickly. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned.

Event description:
The customer reported that the rad-97 unit will power on, but will lose power quickly. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The rad-97 device powered on, but lost power before booting up. A defective component on the connectivity board prevented the device from completing power on phase.

Event description:
The customer reported that the rad-97 unit will power on but will lose power quickly. There were no patient impact or consequences reported.

Manufacturer narrative:
Other, other text: "UDI related data quality updates only." This correction updates the UDI information, 510k number, and model number to ensure alignment with gudid. The 510k number in gudid was updated to k212161 to correspond with masimo's 4-digit model number (9738).